Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was in an ambulance at the time of passing. Prior to passing, the patient received one inappropriate treatment from the lifevest. At 8:15:20 am, the patient was treated. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact and intermittent cardiac activity. The patient remained in asystole until the electrode belt was disconnected at 8:15:20. The CPR artifact contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment.